Event description:
Hcp reported the pt has experienced bowel incontinence with the device on , even when the device is turned down just below the threshold level. The device is still implanted. A follow-up report will be sent when additional info is received.